Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had severe calcification with a calcium score exceeding 2500, a peak velocity of 5.7 meters per second (m/s), annular perimeter of 74.1 mm and left ventricular outflow tract (lvot) calcification extending from the left coronary cusp (lcc), right coronary cusp (rcc), and non-coronary cusp (ncc). It was noted that the patient's valve size was borderline. Upon deployment of the valve to the point of no recapture (ponr), the valve dislodged. Subsequently, the 26 mm valve was withdrawn from the patient, and it was decided that the valve would be sized up to a 29 mm transcatheter valve. Therefore, a 29 mm valve was used to successfully complete the procedure without further complications. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had severe calcification with a calcium score exceeding 2500, a peak velocity of 5.7 meters per second (m/s), annular perimeter of 74.1 mm and left ventricular outflow tract (lvot) calcification extending from the left coronary cusp (lcc), right coronary cusp (rcc), and non-coronary cusp (ncc). It was noted that the patient's valve size was borderline. Upon deployment of the valve to the point of no recapture (ponr), the valve dislodged. Subsequently, the 26 mm valve was withdrawn from the patient, and it was decided that the valve would be sized up to a 29 mm transcatheter valve. Therefore, a 29 mm valve was used to successfully complete the procedure without further complications. No patient complications were reported as a result of this event. Additional information was received indicating the following: a pre-implant balloon dilation was performed at the outset of the proc edure; the 26 mm valve dislodged in the aortic direction; and anon-medtronic guidewire (safari) was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had severe calcification with a calcium score exceeding 2500, a peak velocity of 5.7 meters per second (m/s), annular perimeter of 74.1 mm and left ventricular outflow tract (lvot) calcification extending from the left coronary cusp (lcc), right coronary cusp (rcc), and non-coronary cusp (ncc). It was noted that the patient's valve size was borderline. Upon deployment of the valve to the point of no recapture (ponr), the valve dislodged. Subsequently, the 26 mm valve was withdrawn from the patient, and it was decided that the valve would be sized up to a 29 mm transcatheter valve. Therefore, a 29 mm valve was used to successfully complete the procedure without further complications. No patient complications were reported as a result of this event. Additional information was received indicating the following: a pre-implant balloon dilation was performed at the outset of the proc edure; the 26 mm valve dislodged in the aortic direction; and anon-medtronic guidewire (safari) was used during the procedure. Additional information was received that it was difficult to measure the depth because the valve did not seat well and repeatedly dislodged. A recapture was performed immediately to retrieve it.